Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller failed alarm. The controller emitted an audible alarm of high priority. The alarm tone was described as the alarm tone of the missing driveline connection. Upon inspection, no disconnection was detected, and the display of the controller was dark, and the battery capacity was no longer displayed. The patient performed an exchange of the controller, and the controller could not be switched off with the alarm mute button. It was also reported that the next day the patient went to the clinic and the controller was examined by the clinical staff. The battery lights were both off, although two batteries were connected. In the display the upper line was completely black, and the bottom line was completely blank. There was no response to button presses and no mechanical feedback was felt when the alarm mute button was pressed. After connecting to the monitor, the monitor didn't show any values, nor was the data transfer icon visible. Another attempt was made to turn off the controller, which did not work. The controller was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed contamination within the pump connectors, serial port, and both power ports of the controller. A visual inspection under 10x magnification revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed contamination and hairline crack of the connector are additional findings not related to the reported event. The most likely root cause of the observed contamination with the connectors can be attributed to the handling of the device. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Functional testing revealed that the controller's display and front panel was completely black in the upper line and blank in the lower line and the led indicators on the controller's front panel were not illuminating; additionally, the controller was unable to communicate with a monitor. Functional testing also revealed that the controller was unable to power up and a medium priority alarm sounded since there was no communication with the pump motor controller (pmc). The controller was unable to register commands from the front display push buttons. Supplemental testing was performed and revealed that the user interface controller (uic) was faulty. The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files and displaying information on the controller lcd display. Log file analysis revealed that alarms were not logged during the reported event date. However, it was observed an incorrect date/time stamp and serial number ID, or cycle count, indicating that the controller was unable to recognize the connected batteries. This observation is indicative of a temporary data-flash memory corruption in the uic. After the user interface controller was replaced, the controller performed as intended. As a result, the reported events were confirmed. The most likely root cause of the reported event can be attributed to a faulty user interface controller. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.